Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Not available. What was the pre and postoperative anti-coagulant and pain management protocol? Not available. Did the patient receive any preoperative chemotherapy or radiation? Not available. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Medical doctor, have used device before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Were the surgeons worried about the anastomosis being under tension? No. Were they worried about the colonic blood supply? Not available. Can more information be provided about the difference in the opinions of the two surgeons? Not available. What confirmation was received that the device completed the firing sequence? Audible feedback and green check mark from the device. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? Not available. How was the leak identified? Not available. What was observed at the site of the leak upon reoperation? Not available. How was the leak addressed? Re-surgery. What is the current patient status? Not available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Device cdh29p was used in laparoscopic hemicolectomy to make an anastomosis. Device functioned in the operation perfectly and the anastomosis leak proof test was done successfully during surgery. There was couple of opinions if the place of the anastomosis was ideal. After surgery patient had anastomotic leak and was re-operated.